Manufacturer narrative:
PMA 510(k): this product was not approved for sale in us but a similar device with catalog # 9393008, 510k# k094025 and UDI (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar spondylolisthesis underwent posterior lumbar interbody fusion. Intra-op, during inserting the cage, it was cracked and replaced with a cage which was lower than the cracked cage by 1mm. There were no fragments of the implant remaining in the patient. No patient symptoms or complications as a result of this event. Surgeon commented that event occured because the inserted cage was excessively large for space.

Manufacturer narrative:
Product analysis: the implant was returned broken in several different pieces. Given the details of the reported event and physical evidence it would appear that the space may have been too small for the implant and caused material overload during implantation. If information is provided in the future, a supplemental report will be issued.